Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that some sort of "error code" occurred; however, the customer was unable to confirm what type of error code. The customer reported that the pump was shut off until new supplies were obtained. When the customer received new supplies and turned the pump back on, the customer saw the error code. Reportedly, the customer might have accidentally turned the pump off; however, the issue was unable to be verified. The customer's blood glucose level was not impacted. The customer confirmed that an alternate method of insulin delivery was available.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction was verified and a different issue was identified.